Event description:
It was reported to manufacturer that the physician was not able to communicate with the vns patient's device at a routine follow up visit. Further follow up with the site revealed that the programming wands were checked and the 9v batteries were replaced, however, the pt has not been in for another follow up visit since the incident occurred to verify proper generator function. A battery life calculation was performed with the available programming history and the result revealed that the generator is not likely nearing and of service.